Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, with pump showing 175 units while caller expected 120 units starting on 4/5 and continuing into 4/6/26. There was no reported impact to the customer¿s blood glucose level. Customer had not removed air from cartridge, so technical support instructed caller to complete cartridge air removal step before filling, caller acknowledged education, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if needed.